Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/28/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. All the buttons were responsive. Unrelated to the original complaint, the battery cap threads were observed to be damaged and stripped. When the pump was powered on the display appeared dim and discolored. There were no working audio alarms; when the pump case was removed and a test case was used, the sound powered on. The case was inspected under a scope and it was noted that there was a crack in the solder on the piezo. The solder was reflowed with iron and the sound worked appropriately.